Event description:
It was reported by service report that the bed lift was stuck in an elevated position due to a motion interrupt switch wire coming loose from the cpu. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
The issue was resolved for the customer by the service tech reinstalling the wire on the motion interrupt switch. After re-connecting wire, the service tech checked that the motion interrupt pan was working properly.